Event description:
During a bronchoscopy, when withdrawing the disposable bronchoscope from the patient's endotracheal tube, the sheath on the end of the scope had been damaged and pieces were missing. Immediately changed to a different scope and proceeded to clear out any pieces of the sheath that were visible in the patient's lower airways as well as lavaging and suctioning the patient out.